Event description:
Vague report received: "neonatal ICU pt was to receive 20% lipids 0.2ml/hr. IV was restarted and pump set up at ml/min instead of ml/hr. Consequently 0.2 ml/min=12cc/hr. Pt received 12ml/hr. No adverse effect. Lipids held. No alarm sounded." No other info has been provided.